Event description:
It was reported that, upon entering the cut screen in a cori assisted tka surgery, the screen went black and then an internal error popped up. They exited the case, re-entered the case, recalibrated with same drill and were able to finish the case with the same device and without significant delays. The patient was not harmed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6; the real intelligence cori, part number rob10024, serial number (B)(6) , used for treatment, was not returned for evaluation. The reported problem could not be confirmed with a visual or functional evaluation due to the device not being returned. A review of the provided log files was performed and the reported event was confirmed. An internal error occurred as the system transitioned into the cut femur state. A relationship between the reported event and the device was established. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a known software bug. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.